Event description:
Patient was in the care of ems and presenting with seizure like activity when a robertazzi nasopharyngeal airway was placed. Upon arrival at hospital physician began to initiate intubation and noted the nasopharyngeal airway had become lodged in the vocal cords.